Manufacturer narrative:
The ge service rep conducted an onsite investigation. The reported problem could not be duplicated. The control panel input/output and the control panel processor board were replaced. The system was tested and operates as intended.

Event description:
The customer reported that the system would lock up. No pt injury was reported.